Event description:
It was reported that during a follow-up t-wave oversensing was observed due to low amplitude r-waves. The physician elected not to make any programming changes. Patient condition was good after the event.